Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patient is unable to enter MRI mode due to high impedances. As a result, surgical intervention may be undertaken to address the issue.